Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was sensing noise triggering noise reversion episodes. The physician was notified and they elected to monitor. The patient was stable before, during and following the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.